Event description:
Additional information received clarified during the surgery (B)(6) 2018, the ipg was repositioned to different pocket site.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost significant amount of weight. In turn the ipg had migrated and tilted. As a result, patient had trouble in charging the device. Subsequently, surgical intervention was undertaken on (B)(6)2018 wherein the ipg pocket was revised to resolve the issue.